Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is underway. Upon eval the monitor reset during a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. During servicing, the monitor reset during a pulse test.